Manufacturer narrative:
Sections with additional information as of 27-aug-2020: h10: ketone test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed.

Manufacturer narrative:
Internal report reference number: (B)(4). Ketone test strips were not returned for evaluation. Most likely underlying root cause: mlc-20: user's test strip had poor storage. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern. Customer also stated that the original products were discarded.

Event description:
Consumer reported complaint for physical defect of ketone test strips. Customer stated that the ketone strips were gray in color. The customer feels well and did not report any symptoms. No prior medical attention associated with the use of the product was reported. The package was not open or damaged when received. This was the first time customer used the product out of the package. The product is stored according to specification in the bedroom. Customer declined to perform a urine test during the call.